Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Confirmed dead battery. Unit would not power on when power cord was disconnected. Replaced battery and resolved the issue. Proceeded with pm.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced battery not lasting. Ventilator inoperable with no audible alarm. At this time, there is no information regarding patient involvement associated with the reported event.